Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3008452825-2017-00151; 3005334138-2017-0083. During a pulmonary vein isolation procedure, a cardiac perforation occurred. During the post assessment, an echocardiogram was performed which revealed a pericardial effusion. No intervention was required and the patient was discharged in stable condition. There were no performance issues with any abbott devices.